Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.

Event description:
The customer reported the system powered itself down after 20 minutes of use. There is no report of patient injury or death.